Manufacturer narrative:
(B)(4). Device evaluation determined that the pump primed and flowed within specification.

Manufacturer narrative:
(B)(4). Results are pending completion of device evaluation.

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The patient experienced increased pain due to a fall. The pump was subsequently explanted.